Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to recurrent dislocations (left). Previous closed reduction done on (B)(6) 2017, captured under complaint (B)(4).